Event description:
Had been using the dream station CPAP. While using it, developed shortness of breath was diagnosed with sarcoidosis. Stopped using the CPAP when I heard about the recall. FDA safety report ID# (B)(4).